Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock while performing hairdressing due to over-sensed myopotential noise. The patient was evaluated in-clinic, where the artifacts were easily reproducible with maneuvers. Boston scientific technical services (ts) was contacted for review and potential programming optimization, but it was confirmed that the physician elected to explant and replace the entire system with a transvenous system to resolve the event. At this time, this s-ICD system is retained at the healthcare facility and no additional adverse patient effects were reported.